Event description:
The customer contact reported air in the tubing distal to the device with no device alarm. On an unspecified date and time, the device was programmed to deliver an unspecified physiologic solution and the delivery was started. No specific programming parameters were provided. After an unspecified length of time, the customer contact reported the device did not alarm when air was present distal to the pump. No specific details were provided. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided, including if the device was removed from clinical svc.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been rec'd. This report represents all the info known by the reporter upon query by hospira personnel.